Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Insulin pump alarmed hardware low level failures during self test and confirmed in the pump history due to broken pin trace on keypad assembly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 597 mg/dl. Customer experienced symptoms such as nausea. The customer stated the other blood glucose value was 600 mg/dl, 188 mg/dl. The customer was treated with novalog and visit to the emergency room, intravenous insulin fluids. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.